Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: d4 (model #) investigation ¿ evaluation it was reported that a coda lp balloon catheter ruptured upon initial inflation during a thoracic endovascular aortic repair (tevar). The balloon was inflated within the proximal end of a cook zenith alpha thoracic endovascular graft. There was no noted angulation or vessel calcifications at or near the inflation site. Another cook coda balloon was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications, as well as a visual inspection of the returned device, were conducted during the investigation. The complaint device was returned to cook for investigation. Upon visual inspection, it was noted the balloon ruptured circumferentially. The marker bands were intact and no other damage was noted to the device. It can be seen in the investigation photos that the balloon is in two separate pieces. Planning and sizing was provided, and calcification could be seen throughout the vessel. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The DHR for the reported lot was reviewed and records three non-conformances. Although the non-conformances would be relevant to the failure mode, in each instance the non-conforming devices were scrapped, and the remaining lot was sent to quality control for 100% inspection, leaving no indication that non-conforming product was shipped. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, t_codalp-m_rev3 ¿coda and coda lp balloon catheters,¿ provides the following information to the user related to the reported failure mode: warnings ¿ do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown fig. 1. Over-inflation of balloon may result in: ¿ damage to vessel and/or vessel rupture ¿ rupture of balloon ¿ do not use a pressure inflation device for balloon inflation. ¿ do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. ¿ when used to expand a vascular prosthesis, the balloon radiopaque markers should remain within the prosthesis. Precautions ¿ always monitor balloon inflation using fluoroscopic control. Potential adverse events ¿ vessel dissection, perforation, rupture or injury balloon inflation volume do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: ¿ damage to vessel wall and/or vessel rupture ¿ rupture of balloon maximum inflation volume catheter size max. Volume coda-2-9.0-35-120-32 30 cc how suppled supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, cook was unable to establish a definitive cause for the balloon rupture. Calcification could be seen throughout the vessel on the planning and sizing sheet. While ballooning in an area of calcification can cause the balloon to rupture, the site confirmed there was no calcification at or near the inflation site. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a coda lp balloon catheter ruptured upon initial inflation during a thoracic endovascular aortic repair (tevar). The balloon was inflated within the proximal end of a zenith alpha thoracic endovascular graft. There was no noted angulation or vessel calcifications at or near the inflation site. Another coda balloon was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.